Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis.

Event description:
Boston scientific received information from a boston scientific field representative that this device' tachycardia therapy was programmed off, and the patient outfitted with a wearable cardioverter defibrillator due to a condition of hypertrophic cardiomyopathy, pending surgery to resolve an issue that had resulted in an inappropriate shock. The patient had reported to an emergency room after receiving a shock when carrying a heavy box; device interrogation showed noise on the right ventricular (rv) rate/sense and shock channels. Several dozen nonsustained episodes were also noted. Noise could be re-created clinically by having the patient press his hands together; no other clinical exercises produced noise. The patient was admitted to the hospital and the device was reprogrammed to monitor only mode. The patient reported not being in the proximity of a source of electromagnetic interference (emi). Lead measurements were consistent with the values at implant, although high p-wave measurements were noted during the clinical check. A boston scientific technical services consultant (ts) discussed troubleshooting strategies and possible causes for the noise. The representative' subsequent review noted that the patient' diverted ventricular fibrillation (vf) episodes began when the patient was experiencing atrial fibrillation with a slow ventricular tachycardia rate, which, coupled with the large p-waves, suggested possible defibrillation lead reversal in the device header with ventricular oversensing of the atrial activity. The patient was scheduled for a future surgical procedure to investigate and resolve the issue.

Event description:
During the follow-up procedure, it was confirmed that the defibrillation leads were reversed in the device header (proximal pin in the negative port, distal pin in the positive port). Another model implantable cardioverter defibrillator (ICD) was implanted and the patient was successfully converted during defibrillation threshold testing (dft).